Event description:
A male underwent aaa repair with zenith devices in 2005. One renu converter and one iliac leg graft were placed to repair a type iii endoleak from a pre-existing graft of another MFR in which the components had separated and migrated caudally >10mm. The pre-existing graft had been in place for 68 months. A core lab review of the procedural angiogram received in 2008, indicated a proximal type I endoleak following the renu implantation. A post-procedure CT scan was completed, but could not be evaluated for endoleak due to the absence of contrast. On 18 december 2005, data was submitted and indicated that the pt had expired one month after the renu implantation due to congestive heart failure and not related to the zenith devices. No further info is available at this time.

Manufacturer narrative:
Evaluation: still under investigation.